Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The vent engine was replaced. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported that, intermittently, when switching to mechanical mode, the ventilator does not start. There was no reported patient injury.